Event description:
The customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the homechoice (hc). The technical service representative (tsr) had the caregiver (cg) cycle the power on the hc. The hc alarmed se 2367. The tsr had the cg cycle the power and the hc proceeded to press go to start. The cg stated that their dog chewed up the patient line during the initial drain which allowed air to enter the setup. Proper procedures per the user manual reviewed with the complaint reporter. The tsr informed the cg that they would have to setup again with all new supplies. The cg would setup again with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the it was reported that patient's dog chewed up the patient line during the initial drain which allowed air to enter the setup, animal bite during therapy is a known cause of se 2240 alarm. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors. The assignable cause is animal damage. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.